Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a call service /communication issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/17/2015: the device was returned to animas and evaluated by product analysis on 08/24/2015 with the following results: issue was confirmed in history but not reproduced in testing. Pump powers on properly with no alarms. Exercised pump for 24 hours, after 24 hours no call service alarms were received. Call service alarm observed in black box and alarm history on date of reported call service alarm. Returned battery cap used for investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.